Event description:
A (B)(6) year old female patient called zoll customer support to report that she was receiving frequent adjust belt messages. The patient was issued a replacement.

Manufacturer narrative:
Evaluation: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed). Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to q1 transistors that were out of tolerance in ECG "c" and ECG "d". The root cause for the defective q1 transistors could not be positively identified. No adverse resulted from the defective electrode belt. The patient received a replacement electrode belt.